Manufacturer narrative:
Event site name: (B)(6). Event site telephone: (B)(6). Initial reporter was getinge technician. Additional information will be provided following the conclusion of the investigation.

Event description:
On 10th may, 2024 getinge became aware of an issue with one of surgical lights- configuration of hled 300 and hled 700. It was stated during preventive maintenance the cap was found missing from the suspension arm of the monitor holder. There was no injury reported and the circumstances of the issue are unknown. However, considering the worse case scenario the missing part could detach from the device and fall off into the sterile field, therefore we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. The correction of h4 manufacture date deems required. This is based on the internal evaluation. Previous h4 manufacture date: 2017-07-13; corrected h4 manufacture date: 2017-10-09. Getinge became aware of an issue with one of surgical lights- configuration of hled 300 and hled 700. It was stated during preventive maintenance the cap was found missing from the suspension arm of the monitor holder. There was no injury reported and the circumstances of the issue are unknown. However, considering the worse case scenario the missing part could detach from the device and fall off into the sterile field, therefore we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The device was not being used for patient treatment upon the event occurrence. According to the information gathered, the issue was discovered during maintenance. Root cause analysis was performed by subject matter expert at manufacturer¿s. The most likely root cause regarding this case is an oversight during installation or maintenance. The probability that a shock could be the root cause is then ruled out. The installation manual mentions how to fit the cap after the spring arm mounting during installation. Furthermore, the user manual specifies to check the proper position of all covers on the main arm. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.